Event description:
Complaint sent letter, one box of product and results from private none lab indicating that product fails sterility test. No phone no. Provided. Update 2003: cst f/u - spoke w/general manager of dist/import firm who stated they began operations in january 2003.